Manufacturer narrative:
A product development investigation was performed. This complaint condition is confirmed and was able to be replicated at customer quality (cq). The two devices were received stuck together and were unable to be separated at cq. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation. No product design issues or discrepancies were observed. Visual inspection of buttress/compression nut (part# 03.037.016) at cq confirms that the two devices were received stuck together and a functional test at cq confirms that they were unable to be separated at cq.a material check was not performed at cq as the DHR review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and because it is not likely that material composition would contribute to the reported complaint condition. A dimensional inspection of features related to this complaint was unable to be performed at cq as the features of interest are inaccessible (devices are stuck together and female thread unable to be accessed to be measured). Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Note: this complaint was most likely due to over tightening the nut in attempt to loosen the nut. By design, the nut is turned counterclockwise to tighten and clockwise to loosen which is opposite from traditional "righty-tighty , lefty-loosey" designs. The nut does have a directional arrow for "buttress" and directional arrow for "compress" which may have been misunderstood by the technician causing the complaint condition. Unable to determine a definitive root cause. Most likely due to over tightening the nut in attempt to loosen the nut. Note: by design, the nut is turned counterclockwise to tighten and clockwise to loosen which is opposite from traditional "righty-tighty , lefty-loosey" designs. No new, unique or different patient harms were identified as a result of this evaluation. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). Returned to manufacturer. Subject device has been received and is currently in the evaluation process. Corrected data: UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part 03.037.016, lot 9872394, manufacturing location: (B)(6), manufacturing date: 17 june 2016. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after a surgery was over, the technician spun the spindle nut up to the neck of the insertion sleeve. The parts got stuck together. The technician tried to remove them but was unable to do so, the parts are un-useable either way, however, in the process of removing, he stripped the threads therefore they were unable to take them apart. This procedure for a hip-fracture. This complaint involves one devices. This report is 1 of 1 for (B)(4).